Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon did flap procedure in left eye with ifs laser but was unable to lift flap and patient was converted to photorefractive keratectomy (prk) on (B)(6) 2017 (event reported under medwatch 3006695864-2018-00063). Patient presented on (B)(6) 2017 with infection that came out positive for corneal staphylococcus in the periphery of the treatment area of such eye. Pre op best corrected visual acuity (bcva) was 20/20. Patient was treated for the infection and was seeing 20/200 bcva. Surgeon fitted patient with rigid contact lens and now the patient is seeing 20/60 bcva, with the contact, on (B)(6) 2018. No patient interface is being returned and no lot number is available. This report is for the visx excimer laser used. A separate report is being submitted for the intralase laser.